Event description:
It was reported that the patient had a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and recaptured three times before all release criteria was met. The closure device was released from the core wire of the wds and successfully implanted in the laa of the patient. The patient was checked for an effusion post release and a pericardial effusion was discovered. The physician performed a pericardiocentesis with 800ml of bright red blood removed from the patient. The patient required cardiopulmonary resuscitation for a brief amount of time while they were receiving treatment. The effusion resolved and the patient was stabilized. The patient was admitted to the hospital to recover from this event. No other complications were reported to have occurred, and the patient is expected to make a full recovery.

Event description:
It was reported that the patient had a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and recaptured three times before all release criteria was met. The closure device was released from the core wire of the wds and successfully implanted in the laa of the patient. The patient was checked for an effusion post release and a pericardial effusion was discovered. The physician performed a pericardiocentesis with 800ml of bright red blood removed from the patient. The patient required cardiopulmonary resuscitation for a brief amount of time while they were receiving treatment. The effusion resolved and the patient was stabilized. The patient was admitted to the hospital to recover from this event. No other complications were reported to have occurred, and the patient is expected to make a full recovery. It was further reported that the patient was given a blood transfusion during treatment of the effusion. Two (2) days post procedure the patient died as a result of this event.